Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the dyonics 25 control unit had over pressure. There was a smith and nephew back-up device available and no surgical delay was reported. It is unknown whether the event happened during surgery and if there was patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed p1 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause is associated with an electrical component failure. Factors that could have contribute to reported event include a defective transducer. Based on this investigation, the need for corrective action is not indicated.